Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The reported problem was not recreated during evaluation of the device. No device failure that could contribute to the reported scenario was found. The investigation is ongoing. The results will be provided to the follow-up report.

Event description:
After using the device during a chair-to-bed transfer, the lift activated in the upward direction when the patient was placed on the bed. The upward movement was fast and abrupt to the point that, when the motor reached its upper limit, it struck the rail, detached from the trolley, and fell back onto the patient, causing a hematoma.